Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Four days before the onset of peritonitis, the patient started pd therapy treatment. The patient was hospitalized for an unreported condition twenty five days before experiencing peritonitis. It was not reported if the peritonitis event prolonged the hospitalization. The cause of peritonitis was unknown. On the day of the onset of peritonitis, the patient started treatment with fortum (in each bag for 14 days, ip) and vancomycin (2 gm, first and seventh day). At the time of this report, the patient outcome was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned; therefore, a device analysis cannot be completed. The root cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.